Event description:
Related manufacturer reference number: 1627487-2025-00856. It was reported patient was unable to enter MRI mode and the drg system was auto-reducing. Diagnostics showed one of the t12 leads had low impedances and l1 and l2 leads had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein three leads and ipg were explanted to address the issue. However, the l1 lead was broken during the procedure and partially implanted. Therapy was restored with the functional t-12 lead post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.